Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to duplicate slow and hesitating performance; however, programmer logs recorded sluggish performance. It was noted the first boot attempt the programmer would not boot, however the programmer booted correctly after the power was cycled. Analysis was unable to confirm a communication issue; the programmer was able to interrogate devices during bench testing. Both keyboard hinges were broken which resulted in keyboard appearing to be damaged; no fault found with keyboard. Analysis also found the keyboard slide cover was missing and the power cord insulation was separating from connector (power cord functional). (B)(4).

Event description:
It was reported that the programmer was slow and hesitating during tests and commands and was not communicating with devices. It was also noted that the keyboard was damaged. The programmer and radio frequency (rf) programmer head were returned for repair. No patient complications have been reported as a result of this event.